Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and noted the low vacuum errors in fault log. Replaced the drive manifold assembly. Performed full calibration, functional testing and safety checks to factory specifications. The unit was tested during (B)(4) consecutive days without any error. The unit was released to the customer. The drive manifold assembly replaced is being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient started alarming "low vacuum." The pump was replaced to continue the therapy. No patient injury was reported.